Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "there was a revision surgery of a total knee replacement due to osteoarthritis in the left knee." Components in use listed as concomitant devices are: nx009k, vega ps femoral component cemented f4n l; nx053k, vega ps tibial plateau cemented t2, batch: unknown; nx121, ega ps gliding surface t2/2+ 12mm, batch: unknown; nx043, patella 3-pegs p3, batch: unknown.

Manufacturer narrative:
Investigation: no product is at hand. Therefore and investigation is not possible. The available x-ray figure and figures from the devices give no indications of the root cause of the failure. One of the provided figures shows the femur component with little residues of bone cement. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. It could be possible that the failure is usage related. Rationale: due to the lack of information and the circumstances that we did not receive any devices for investigation, it is not possible to determine a conclusion and root cause for the mentioned failure. It could be possible that there were problems with the bone cement technique. Potential sources of faults relating to the cement: the processing time of the used cement was exceeded. Incorrect temperature. Unfavorable storage of the cement. The age of the cement. Incorrect handling with the cement. Corrective action: a product safety case was opened. Any action regarding CAPA will be addressed within the product safety case.